Event description:
Procedure type: low anterior resection. According to the reporter: when the instrument was pulled out resistance could be felt. The surgeon determined that the distal donut wasn't complete and was inside the ceea. The anastomosis was tested and it leaked air and water. The procedure was converted to open and a second anastomosis was performed. Surgical time was extended 2 hours as a result. The patient has recovered.